Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure and that while tightening a setscrew onto the connector, the setscrew was broken. The set screw broke as the surgeon was tightening the set screw after compression and they do not think the doctor applied to much force. The doctor thought the tightening was secure enough and chose not to remove the rods and screws. The surgeon decided to leave the connector in place. The patient is doing well. No further details are known at this time.